Event description:
It was reported that during a knee arthroscopy procedure using the super multivac 50 icw wand, the tip detached from the shaft of the wand. The surgeon was able to retrieve the broken piece from the surgical site. The procedure was completed without significant delay and there were no reported pt complications.